Manufacturer narrative:
The device is expected to be retuned for investigation. It has not yet been received. The catalog number provided is the domestic list number that is comparable to the international list number.

Event description:
The customer contact reported a tubing separation; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified antibiotic. After an unspecified length of time in use, the customer contact noted that the tubing had separated from the t-connector. It was reported the patient lost approximately 40ml of blood. The doctor was notified. The tubing set was removed and the patient was given an oral antibiotic. There were no reported adverse patient effects. No medical intervention were reported. Though requested, no additional information was provided.